Event description:
(B)(6), home health rn reported issue with pump. Initially there was a line occlusion error which they cleared then there was replace set error. Rph advised home health rn to replace curlin tubing which corrected the error. Pt had about an hour left of infusion and requested assistance in reprogramming pump to the final rate. Rph assisted but they were having difficulty with pump and decided to run via gravity for remaining amount. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot number and expiration date unknown. Unknown if md is aware. Dose/amount: gammagard - 15gm. Gammagard indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.